Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product not returned for analysis

Event description:
(B) (4) - peripheral cutting balloon registry. Same patient as MFR # 2134265-2009-04439. It was reported in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The lesion location is in the popliteal artery. The lesion was de novo. The vessel was mildly tortuous, eccentric, and highly calcified. The reference diameter was 3.0mm, length 15mm. Pre-procedure stenosis 90%. Post-procedure stenosis 10%. Perception of pain was reported as similar to conventional dilatation. The number of inflations, time and maximum inflation pressure was not provided. A follow up visit in (B) (6) 2006 the subject vital status was alive with persisting ¿stade IV¿ peripheral artery disease. The target lesion was patent since the pcb procedure. No additional interventions were reported. During a follow up visit in (B) (6) 2006 the subject was found to be alive with healing failure. The target lesion was not patent, repeated angiography / intervention was not performed. No additional data provided.